Event description:
A 6f angio-seal sts plus device was successfully deployed for an arteriotomy closure of a common femoral artery and hemostasis was successfully achieved . Two weeks after the procedure, the patient presented to the hospital with an infection around the puncture site and was admitted to the hospital. The groin was incised and pus was drained out. The patient received intravenous (IV) antibiotics as treatment medication.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The angio-seal IFU warns not use the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred as this may result in an infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. He angio-seal IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device patient's information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.